Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the reported material split, cut or torn associated with the torn clip introducer, and the reported difficult to open or close (clip open inability - anatomy) associated with the inability to open the clip after removing it from anatomy, appears to be due to damaged sustained during device advancement through resistance. The cause of the reported difficult to insert (cds into sgc) associated with the resistance inserting cds into sgc could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip introducer tear. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. During insertion of the xtw clip delivery system, there was resistance. The device was pulled back to the clip introducer and attempted to be advanced again however, the blue tip of the clip introducer was then observed to be torn. The cds was removed from the patient. Clip functionality was reviewed and it was found that the clip could not open anymore. A replacement device was used to complete the procedure, reducing mr to grade 1. There was no adverse patient effect or clinically significant delay. No additional information was provided.